Manufacturer narrative:
A review of the amplification of the curve suggests that this is a true positive result. There are no signs of an erroneous result. Although requested, data from the negative liat run was not provided. A non-conformance related to the customer allegation was not observed. A possible cause for the discrepancy experienced may be due to sample handling. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested at a different hospital on a different liat and was also retested on a different platform (alinity m). Both retests yielded a negative result for sars-cov-2. Patient sample was collected using universal transport media. The negative result was reported. No harm was alleged. An investigation was conducted to evaluate the customer issue.